Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There have been 5333 ventricular sics since the last session 59 days ago.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic). No intervention actions were taken or are planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.